Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the needle cap was not tightly connected and the oil could not be taken during the vitrectomy procedure. The procedure was completed and there was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported batch number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the components in the small part tray were returned. The vfc (viscous fluid control) tubing set and the syringe were not returned with the sample. Silicone oil was observed around the 25ga cannula. The other components were unused. The lab stock vfc tubing set and syringe were used for testing using a calibrated console. All three gauge cannula sizes were tested (20ga,23ga,25ga) and each cannula could securely engage to the luer lock of the syringe. No detachment occurred during functional testing. All cannulas could deliver silicone oil and each cannula met their rate of delivery specification. No anomalies were observed during functional testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).